Event description:
It was reported that during implant it was observed that the tip of this introducer appeared twisted. The procedure was successfully completed with another product. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).